Event description:
Baxter reports a fluid leak at the interface of the transfer set and the solution bag connection. Noted during use. The transfer set had been in use for approximately 3 months. No patient injury or medical intervention reported.